Event description:
Sorin group received a report that during a procedure, one of the touch screens of the s5 system was unresponsive. There was no report of pt injury.

Manufacturer narrative:
No pt info was provided. Sorin group (B)(4) manufactures the s5 control display module which is a component of the stockert s5 system. The 510(k) number of the stockert s5 system is k060053. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is on-going. A follow up report will be sent when the investigation is complete.